Event description:
Caller reports that during a correlation study, the following coaguchek s/laboratory results were obtained: 3.9 inr/2.6 inr; 3.5 inr/2.59 inr. No actions taken based on device result. No adverse event reported. Requested return of suspect device and replacement was sent.